Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. The product was not returned for an evaluation by the doctors. The manufacturer of the implant reviewed the complaint for the case and determined the root cause of the case to be one of two things: "the CT scan of the patient was taken with incorrect occlusion during the scan. This would result in incorrect occlusion post op." "The burr guide for the fossa eminence was not placed in the right position. Not enough bone was burred down. The fossa did not sit at the appropriate position. This resulted in the mandible component not aligning to the fossa component." (B)(4) this is report one (1) of three (3) for the same event. Reports 2 and 3 are reported on MFR #0001032347-2016-00227 and 0001032347-2016-00228.

Event description:
It was reported that the implantation of the custom temporomandibular joint (tmj)for patient "has not gone well and the patient will need further surgery to correct occlusion after the custom implant was inserted." According to the doctor, "the main problem was the mandibular prosthesis condylar head was incorrectly abutting the medial lip of the fossa prosthesis. When the mandibular prosthesis condylar head was placed correctly into the fossa prosthesis, the mandible prosthesis would not sit flush with the ramus of the mandible. The superior screw holes of the mandibular prosthesis would then be approximately 3 mm off bone. We adjusted the bone of the fossa and mandible ramus but could not get the mandible prosthesis to sit flush on bone whilst articulating correctly with the fossa prosthesis. (Please note surgical cutting guides were used)." It was reported the doctors planned to place a stock implant (fossa and mandible). It was reported the revision surgery performed on apr 20, 2016 "went very well with the stock prosthesis. [The doctor] was very happy with the outcome. His thoughts on the matter are that the issue might have been in the CT scan."